Manufacturer narrative:
Per the gore® excluder® aaa endoprostheses instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a distal type I endoleak was confirmed from the right distal side of the patient. On (B)(6) 2021, reintervention was performed. An additional stent-graft was implanted into the left external iliac artery and the left internal iliac artery was coil embolized. The procedure was completed.